Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g285 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot g285 for the reported issue shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a photoactivation module leak during the treatment procedure. The customer stated after the buffy coat was transferred to the treatment bag they received a system error #129. The customer powered off the instrument and then noticed a leak coming from the photoactivation module. The customer aborted the treatment and manually returned the treated blood cells in the treatment bag to the patient. The customer stated the patient was stable. The customer discarded the kit and will not be returning product for investigation.